Manufacturer narrative:
Tw (B)(4). Updated fields: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/16/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. The clear siicone insulation on the cold jaw was observed to be intact. The clear silicone insulation on the hot jaw tip was observed to be peeled, exposing the tip of the hot jaw. There were no other visual defects observed. An electrical evaluation was not conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent wire" and "peeled; delaminated; jaw" were confirmed.the lot # 3000494232 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. The lot # 3000494232 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the heart team was opening for a cabbage procedure. Upon inspection of the vasoview hemopro 2, it was noted that the tip was mangled. The silicone was peeled, and also the heater wire was detached. Everything was still intact. The product was not used in the case. There was no case delay. No patient involvement.